Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insulin syringe with the bd ultra-fine¿ needle was found with the ¿needle missing from one syringe and separated and left in the vial after drawing insulin.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) 1cc, 6mm, 31g relion syringe in an open poly bag from lot # 7037944 as well as a photo of a cannula sticking out of a vial. Customer states that the needle was missing from one syringe and separated then left in the vial after drawing insulin. The returned syringe was examined and exhibited a detached cannula. The barrel was examined and exhibited adhesive runoff onto the barrel. Little adhesive was observed inside the barrel. Sample was forwarded to manufacturing (holdrege) on (B)(6)2018 for further review. Second investigation summary: on(B)(6)2018, holdrege received one (1) 1ml, 6mm, 31g relion syringe in opened polybag from batch# 7037944. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause likely to be a misalignment of the adhesive nozzle during application into the syringe barrel tip core. When this type of event occurs, adhesive may be found along the outside of the barrel tip, resulting in incomplete curing of the cannula within the syringe barrel. This can later lead to cannula separation from the remainder of the syringe, either during transport or initial activation of the device. CAPA (B)(4). Was initiated by the holdrege plant to address 1ml customer complaints, specifically cannula bent and cannula separates, and their associated root cause(s). Batch# 7037944 was manufactured prior to initiation of this CAPA. No additional actions at this time. As per manufacturing, a review of the device history record was completed for batch # 7037944. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200682644] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle missing and the 2nd related complaint for needle separated in vial on lot # 7037944. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff and cannula separates). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.